Event description:
It was reported that a patient underwent a lateral mastectomy facelift on (B)(6) 2012 and suture was used for deep closure. The patient developed a reaction described as soreness, redness and irritation. Bilateral subcutaneous fluid developed over the suture line. No growth was seen in cultures. The patient was started on biaxin. Then, cultures showed atypical mycobacteria. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.